Event description:
Customer reported the machine is booting but not getting initiated for use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290 there was no reported patient involvement.